Event description:
In 2001 plaintiff presented to the ER and subsequently underwent an excisional biopsy at the lumbar/sacral spine for a soft tissue mass. 2 months later the pt visited the hospital again for complaints of swelling of their back and underwent surgery for removal of a large posterior mass. Reportedly, this was an infectious process.